Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(6).

Event description:
Caller alleged that the following results were obtained on a neonate patient, using the inform system, in less than 10 minutes apart: 32 mg/dl, 46 mg/dl, and 52 mg/dl. Patient was being treated with dextrose. Requested return of suspect device and replacement was sent.